Event description:
Baxter reported that a minicap had fallen off a transfer set. The event had happened between late october and early november but the exact date is unknown. No peritonitis was observed in this pt. No further info on relative tests or laboratory data, hosp duration (if any), or details of treatment is available per the internat'l affiliate.

Event description:
Minicaps falling off. The patient developed peritonitis, was treated with antibiotics and recovered per the international affiliate.